Manufacturer narrative:
Customer service (csc) instructed the customer to perform troubleshooting steps. No parts were replaced. A specific cause for the discrepant result was not identified. Service history of the (B)(6) verifies no subsequent sodium issues have been reported since csc intervention and the customer followed the suggested troubleshooting. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed sodium result on a patient while processing on the architect c4000 analyzer. The customer generated an initial sodium result of 120 mmol/l. A new sample from the same patient generated a result of 135 mmol/l. The customer retested the original sample and the sodium result was 135 mmol/l. The customer uses a normal sodium range of 135 - 144 mmol/l (critical is below 123 mmol/l). There was no impact to patient management reported.